Manufacturer narrative:
No code available (iris prolapse, pupillary mydriasis, eye pain). (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5 12.6, -05.00, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Pupil block with elevate iop (50 mmhg) and excessive vault were observed on (B)(6) 2019. The lens was removed on (B)(6) 2019. Cause of the event is reported as "iris prolapse occurred during surgery. Ovd remained in the eye after surgery. On the day of surgery, postoperative pupillary mydriasis occurred due to increased intraocular pressure." Per the reporter on (B)(6) 2019, "the doctor will prescribe an iris image contact lens to the patient. On the day of the surgery the doctor suggested to the patient that re-operate to remove ovd, but the patient refused because of severe eye pain." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Patient code 3191: no code available (medication: glyceol, diamox). On the day of the surgery, medication was prescribed to lower the iop (glyceol 200ml and diamox) in the morning and evening. There was no postoperative treatment to manage the iop due to the patient's iop lowered the next day. The surgeon stated the cause of the iris prolapse was due to "vitreous body pressure increased because of the patient with strong tension during the operation. There was a possibility that the incision is liner and short". Claim#: (B)(4).